Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for foreign matter with the incident lot was observed. Additionally, evaluation of the customer samples was performed and foreign matter was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that a "black spec" was found floating in the bd vacutainer® buffered sodium citrate (9nc) blood collection tube before use, and one tube had white foreign matter floating in the citrate. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "there were 400 inspected. Nearly all the tubes had black specs trapped under the label. There was 1 tube with a white-colored floatie in the citrate. There was also 1 with a black spec floating in the liquid."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a "black spec" was found floating in the bd vacutainer® buffered sodium citrate (9nc) blood collection tube before use, and one tube had white foreign matter floating in the citrate. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "there were 400 inspected. Nearly all the tubes had black specs trapped under the label. There was 1 tube with a white-colored floatie in the citrate. There was also 1 with a black spec floating in the liquid."